Manufacturer narrative:
Concomitant medical products: dtba1qq ICD, implanted: (B)(6) 2019; 4398-78 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The alert window was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.